Event description:
On 7/30/06, the manufacturer was notified that the left burr hole incisional site had a scab remaining from surgery in approx two months earlier . Infectious disease physician recommended continued observation. The patient arrived at pre-planned unscheduled study visit on two days prior to original date, stating a "hole" occurred on four days earlier, but the patient had not notified physician. No infectious process. The patient was seen by neurology wound care service and awaited plastic surgery consult. On the following month, the hcp reported the patient went home on one day after the original date, despite risks and benefits explained to the patient by the surgical and infectious disease physicians. The patient agreed to be admitted on the following evening, for intravenous antibiotic therapy for head wound culture of a few staphylococcus aureus. The left dbs electrode was explanted one day later, by neurosurgery with primary wound closure by plastic surgery service without complications. Preliminary cultures were negative. Patient to have PICC line inserted for home health antibiotic therapy.